Event description:
A customer has reported that the units of measure had changed in his freestyle flash meter. The customer had readings of 30 mg/dl, which he thought was 30 mmol/l. Gave himself insulin and became hypoglycemic. No third party med attention was given as his wife gave him orange juice.

Manufacturer narrative:
Product has been requested for investigation.